Event description:
According to the literature, a retrospective study analyzed the impact of tranexamic acid (txa) on hemorrhage-related adverse events in patients who underwent roux-en-y gastric bypass between 2018 and 2023. Patients were categorized into three groups by treatment regimens: group a (n = 42) received standard pre- and postoperative enoxaparin; group b (n = 160) received enoxaparin and postoperative txa; and group c (n = 73) received txa alone. The manual stapler or competitor staplers were used. Postoperative complications included bleeding, hematemesis, hematochezia/melena and hematomas. All groups reported bleeding. One patient required massive blood transfusion (8 units of prbc over 48h) due to profuse hematochezia. Another patient developed acute renal insufficiency secondary to hemorrhage and dehydration, which was managed with aggressive fluid resuscitation. Four patients were readmitted, and the prolonged hospitalization was reported. All patients recovered without the need for invasive intervention.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown) hung-chieh lo, shih-chang hsu, ruey-shyang soong, shau-ku huang, 2024, unraveling postoperative bleeding dynamics in laparoscopic roux-en-y gastric bypass: insights from a single-center tranexamic acid study, obesity surgery (2024) 34:3012¿3020, https://doi.org/10 .1007/s11695-024-07411-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.